Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found damage to the front panel and due to poor contact of the receptacle unit, the image was interrupted. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there was poor contact of the receptacle unit, and the image was interrupted on the video processor in the middle of the diagnostic cystoscopy procedure. There was a more than usual delay, however, the intended procedure was completed with the same equipment. The patient was not under anesthesia and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty receptacle unit. Olympus will continue to monitor field performance for this device.

Event description:
There was a 30 (thirty) minute delay.